Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements due to a micro-dislodgement. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.